Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his chest, arms, and legs after wearing the lifevest. The patient was provided benadryl by his physician to treat the irritation. The irritation improved. The patient ended use of the lifevest.